Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon entering a retail store via the secure entry that the patient had chest pain, difficulty breathing, and tingling in the arm. It was also reported that the retail security system was interfering with the device which the patient indicated was life-threatening. Follow-up revealed that patient had not been evaluated by the physician since the date of the event and therefore the device status could not be confirmed. The device is still in use. No patient complications have been reported as a result of this event.